Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The e433 error code was present when powering on the unit. The device had two faulty high voltage power supply boards that caused the failure to occur. There were several other forms of unit wear and tear noted through the device. Those include but are not limited to material deformations and adjustment failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while setting up her olympus hf generator unit during procedure preparation, the unit was making a popping sound and producing an e433 error code. The customer confirmed that this event did not cause any delays nor have any impact on the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the following: 1. Disturbance of the esg-400 due to interspersed electromagnetic interference fields 2. The user actuates the foot switch while the generator is booting 3. A defective foot switch due to a short circuit in the connector 4. A defective foot switch due to a defective reed contact 5. A defective cable connection between the high voltage power supply (hvps) board and the generator board 6. A defective cable connection for the output signal between the generator board and the relay board 7. A defective transformer (tr1) on the generator board 8. A defective current transformer on the generator board 9. A defective impedance transformer on the generator board 10. A defective peak rectifier on the generator board 11. A missing drive signal for the output stage of the generator board 12. The output voltage is too low due to bad switching of the hf output stage on the generator board 13. The supply voltage from the hvps board is missing or too low 14. A defective hvps board due to a short circuit of the metal¿oxide¿semiconductor (mos) transistors. In such cases, the user may sometimes observe popping noises or flashes. 15. A defective motherboard due to a short circuit of the negative temperature coefficient (ntc1) resistor 16. A defective motherboard due to a defective adc 17. Defective transient-voltage-suppression (tvs) diode on the relay board. Olympus will continue to monitor field performance for this device.